Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (unknown) at 300 mcg/day via an implantable pump for intractable spasticity. The concentration was unknown. It was reported patient¿s pump had flipped and it sat at a diagonal. The event date was noted to be ¿almost two years now; most likely 2015.¿ the pump was only accessed with fluoroscopy if it was accessed at all. There was only one healthcare provider (hcp) who could access it, and he left. The patient¿s physician just had difficulty accessing it, and they have discussed removal of the pump vs leaving it in; they had left it in so far. It was noted that the patient had some memory issues from a surgery that was 13.5 hours long; this was a pre-existing condition. There were no further complications reported.

Manufacturer narrative:
Corrected information: sex . If information is provided in the future, a supplemental report will be issued.